Event description:
It was reported a filter tilted and perforated the patient's cava wall. On (B)(6) 2008, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2018, the patient underwent a computed tomography (CT) scan of her abdomen and pelvis, which revealed the patient's gvcf had tilted, was embedded, and that there were posterior and medial strut perforations through patient's caval wall. On (B)(6) 2018, the patient underwent a complex percutaneous surgery which required the use of endobronchial forceps to dissect the tip away from the caval wall. It was further reported that on (B)(6) 2018, the patient presented with symptoms of pain, cramping, fluid retention, discoloration, legs give out and tingling feeling. The patient reported the symptoms started (B)(6) 2018. The patient was on xarelto 20mg daily. On (B)(6) 2018, the patient's gvcf was removed completely from the patient intact without fracture. Subsequent inferior venacavogram shows no evidence of extravasation stenosis or filling defect. At that same procedure, a venoplasty was performed and the patient received a self-expanding wall stent in the left common iliac vein.

Event description:
It was reported a filter tilted and perforated the patient's cava wall. On (B)(6) 2008, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2018, the patient underwent a computed tomography (CT) scan of her abdomen and pelvis, which revealed the patient's gvcf had tilted, was embedded, and that there were posterior and medial strut perforations through patient's caval wall. On (B)(6) 2018, the patient underwent a complex percutaneous surgery which required the use of endobronchial forceps to dissect the tip away from the caval wall.